Manufacturer narrative:
The hill-rom technician found the right side switch was stuck. Per the hill-rom service manual the affinity® three birthing bed and affinity® four birthing beds require an effective maintenance program. We recommend that you perform semiannual preventive maintenance. Check the switches in the side rails to ensure they are functioning correctly. Also check for intermittent operation. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the switch and the issue was resolved. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head section would self-run when the bed is plugged in. The bed was located in labor and delivery at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).